Event description:
The clinical report indicates revision surgery was performed due to pouch dilation and reflux. Subsequently, access port was explanted and replaced due to access port leakage. Subsequently, band was explanted and replaced due to pouch dilation and reflux. (The explant date listed in d.7 of this form represents date band was explanted due to pouch dilation and reflux.)